Event description:
The pt felt no stimulation. Impedances were >4,000 ohms. The lead was explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Corrected information: the date on the initial report should have been 09/25/2009. Additional information: final device analysis of the lead revealed the #1 conductor was broken at the proximal edge of the #1 electrode sleeve. The distal end was intact and undamaged.

Event description:
Additional information: the lead was broken. There was no patient injury.

Manufacturer narrative:
Continuation: product ID: 387845, lot# b0766141k, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: lead; product ID: neu_unknown_prog, lot/serial# unknown, product type: programmer, physician. The manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient experienced a lead breakage issue. The hcp could not understand this situation and how to explain about the reason of this issue to patient and caregiver. There was no specific issue, or no traffic accident that contributed to the event. No further complications were reported or anticipated.